Event description:
It was reported that during an unk procedure using a coblator ii controller with a evac 70 xtra with integrated cable wand, smoke began emitting from the port, when the wand was connected to the controller. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications report as a result of this event.